Event description:
Philips received a complaint on a wireless spo2 patient module (gen 3) 1-5 indicating that spo2 is giving incorrect readings and the customer wants to know if unit is not compatible with certain testing equipment; the readings seemed too high. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The customer was using a pronk simulator. The rse explained to the customer that this simulator is compatible. The rse advised the biomed to use their finger instead of the simulator for testing; readings from the biomed's finger were normal, indicating a possible issue with the pronk simulator spo2 accessory. Based on the information available and the testing conducted, the cause of the reported problem was a non-philips product. The philips device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.